Manufacturer narrative:
The leads will not be returned. Should additional information become available, this event will be updated. Investigation is complete.

Event description:
Boston scientific received information that the right atrial and right ventricular leads were explanted as they did not function. No further details were available. No adverse patient effects were reported.